Manufacturer narrative:
Additional data: device evaluation-lens returned in a small centrifuge tube with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Foreign material (clear and red residue) was found on lens surface. Lens is curved due to the position it dried in the centrifuge tube. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, lens was exchanged for shorter lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15 diopter, in the patient's left eye (os) on 12/13/2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.